Event description:
New information received notes that clavicular crush was suspected on the lead.

Manufacturer narrative:
A complete lead was returned in two pieces. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at 41.1 cm to 41.6 cm from the distal tip proximal to suture sleeve impression region. This is consistent with the observation from the field of noise. No clavicle crush damage was noted on this piece. No anomalies were noted on the other piece.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the right atrial lead. The lead was explanted and replaced. The patient was stable before, during and after procedure.